Event description:
Boston scientific received information that this patient presented with syncope and was hospitalized. The right ventricular lead was checked and it was noted there was loss of capture, high pacing thresholds, and dislodgment. The device was reprogrammed until the day of the procedure, which is unknown at this time. The lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.